Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications nor injuries were reported.